Event description:
A report was received that the patient¿s ipg was at an angle to the surface of the skin causing pain and difficulty charging the ipg. The patient was prescribed topical compounding ointment and will undergo a revision procedure wherein the ipg will be replaced and relocated. No device malfunction was suspected.

Event description:
A report was received that the patient¿s ipg was at an angle to the surface of the skin causing pain and difficulty charging the ipg. The patient will undergo a revision procedure wherein the ipg will be replaced and relocated. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. The patient was reportedly doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.